Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) after experiencing pre-syncope. It was noted that the physician stated the patient had a syncopal episode. Additionally, the patient had been having pre-syncopal episodes the week prior. Intermittent loss of rv capture was observed on the presenting electrogram (egm) in the ER. The thresholds were tested which were noted to be elevated. The rv outputs were increased, and the patient fully recovered. No additional adverse patient effects were reported. The lead remains in service.